Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We did at (B)(6) 2018 revision case for broken titanium rod after scoliosis case since (B)(6) 2017 the case was done at (B)(6) 2017 and (B)(6) we did a revision case because of the broken rod , we used in the case expedium verse. What is strange is the cut rod edges weren't sharp and were smooth. Patient consequence? : unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). An analysis was performed to investigate the fracture of the returned device. Fracture analysis of the rod suggests that surfaces show highly irregularly shaped faces from either ductile failure and/or in vivo fretting. Surfaces also display apparent damage to the fracture surface and external threads consistent with tool marks inflicted during rod removal post fracture. The fractured surfaces also exhibit minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the fracture of the rod intraoperatively could not be determined. However, fracture analysis of the rod suggests rod failed due to ductile failure and/or in vivo fretting. No material or manufacturing irregularities were found. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device received. Investigation will be conducted.